Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is submission 4 of 9. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a caller reported encountering issues with 9 of their adc devices (8 sensors and 1 reader). The caller further reported that the sensors "failed early" and were defective" and as a result, the customer experienced unspecified high/low glucose symptoms. There was no report of third-party medical treatment for 7 of the 8 sensors and 1 reader reported. Adc customer service contacted the customer and the customer confirmed that the sensors were replaced and no further information was provided. Based on the information provided, there was no report of serious injury associated with this event.